Event description:
A pericardial effusion (pe) was reported. During a percutaneous left atrial appendage closure procedure, a nrg transseptal needle was selected for use. It was confirmed that there was no pericardial effusion or thrombus in the preoperative transesophageal echocardiogram (tee) inspection. The patient was in sinus rhythm before entering the room. The first transseptal puncture (tsp) was performed from the right femoral vein and 3000 units of heparin was administered (act was 197sec). Then, tenting was checked at the septum at inferior-posterior using a non-boston scientific sheath and nrg rf needle. The energization was performed and it appeared to have crossed the septum, but the wire could not be inserted into the left atrium. The tip of the sheath was on the right side from the spinal column based on the fluoroscopy. Something on the wire was observed within the la using a bicaval through the tee, but it could not be confirmed. Thus, the tenting was checked again at inferior-mid/posterior-mid, and a second energization was performed and confirm that the wire was able to be inserted up to left superior pulmonary vein (lspv) through the tee/fluoroscopy. Immediately after core puncture, there was no evident accumulation of pericardial effusion and an additional 7000 units of heparin was administered. The watchman sheath and a non-boston scientific pigtail catheter were inserted and was able to reach to the left atrium appendage (laa) from the left superior pulmonary vein (lspv). Lap was measured in laa, and the average pressure was at 10mmhg. Imaging was performed, the rhythm was changed from sinus to af tachycardia. Ambulatory blood pressure (abp) decreased when the rhythm was changed. It was confirmed that a pericardial effusion has occurred around the laa through tee. The procedure was continued based on the judgment of the physician and a 27mm device was placed (act was 518sec). A full recapture of the device was performed, so it was replaced with a pigtail, and the pericardial drainage was prioritized. At this point, hr was 100-120bpm, af tachycardia and abp was around 85/40mmhg. There was an indication that abp showed a decreasing trend at 75/35mmhg. A pericardiocentesis kit was used and the pericardial drainage was started. Approximately 110ml of blood was drained. It was also confirmed that the pericardial effusion has decreased through tee, so the procedure was resumed. A 27mm device was deployed. The watchman sheath was removed and protamine was administered (act now was 106sec). There was about 400ml within the drainage bag. A bleeding was suspected from the la hence the physician recommended for an open-chest hemostasis. A confirmation on the hemostasis point is performed while the heart beats and since there were no evident bleeding points, it appeared that bleeding has been stopped through a pericardial drainage and administration of protamine, so the chest was closed. The patient was intubated and will be managed in the intensive care postoperatively and is scheduled to be discharged about two weeks after the procedure. In the physician opinion, it is considered to be a damage on the la posterior wall caused by excessive pushing of the needle during the second energization. The device is not expected to be returned for analysis. In the physician's opinion, the injury was caused by the needle being pushed too far during the second electrical current, damaging the posterior wall of the left atrium. It was further confirmed the re-processed device was a non-boston scientific pigtail catheter (goodman). Tsp first attempt, the needle did not cross, in the second attempt, the physician may have pushed the needle. Pericardial effusion / cardiac tamponade was observed. No other issues were reported. There were no malfunctions noted with nrg needle. The device was disposed at facility.

Manufacturer narrative:
Due to additional information received, the fields b5 (describe event or problem), f10 and h6 (patient codes) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) was reported. During a percutaneous left atrial appendage closure procedure, a nrg transseptal needle was selected for use. It was confirmed that there was no pericardial effusion or thrombus in the preoperative transesophageal echocardiogram (tee) inspection. The patient was in sinus rhythm before entering the room. The first transseptal puncture (tsp) was performed from the right femoral vein and 3000 units of heparin was administered (act was 197sec). Then, tenting was checked at the septum at inferior-posterior using a non-boston scientific sheath and nrg rf needle. The energization was performed and it appeared to have crossed the septum, but the wire could not be inserted into the left atrium. The tip of the sheath was on the right side from the spinal column based on the fluoroscopy. Something on the wire was observed within the la using a bicaval through the tee, but it could not be confirmed. Thus, the tenting was checked again at inferior-mid/posterior-mid, and a second energization was performed and confirm that the wire was able to be inserted up to left superior pulmonary vein (lspv) through the tee/fluoroscopy. Immediately after core puncture, there was no evident accumulation of pericardial effusion and an additional 7000 units of heparin was administered. The watchman sheath and a non-boston scientific pigtail catheter werre inserted and was able to reach to the left atrium appendage (laa) from the left superior pulmonary vein (lspv). Lap was measured in laa, and the average pressure was at 10mmhg. Imaging was performed, the rhythm was changed from sinus to af tachycardia. Ambulatory blood pressure (abp) decreased when the rhythm was changed. It was confirmed that a pericardial effusion has occurred around the laa through tee. The procedure was continued based on the judgment of the physician and a 27mm device was placed (act was 518sec). A full recapture of the device was performed, so it was replaced with a pigtail, and the pericardial drainage was prioritized. At this point, hr was 100-120bpm, af tachycardia and abp was around 85/40mmhg. There was an indication that abp showed a decreasing trend at 75/35mmhg. A pericardiocentesis kit was used and the pericardial drainage was started. Approximately 110ml of blood was drained. It was also confirmed that the pericardial effusion has decreased through tee, so the procedure was resumed. A 27mm device was deployed. The watchman sheath was removed and protamine was administered (act now was 106sec). There was about 400ml within the drainage bag. A bleeding was suspected from the la hence the physician recommended for an open-chest hemostasis. A confirmation on the hemostasis point is performed while the heart beats and since there were no evident bleeding points, it appeared that bleeding has been stopped through a pericardial drainage and administration of protamine, so the chest was closed. The patient was intubated and will be managed in the intensive care postoperatively and is scheduled to be discharged about two weeks after the procedure. In the physician opinion, it is considered to be a damage on the la posterior wall caused by excessive pushing of the needle during the second energization. The device is not expected to be returned for analysis. In the physician's opinion, the injury was caused by the needle being pushed too far during the second electrical current, damaging the posterior wall of the left atrium.